Event description:
During routine cataract surgery the device was implanted without difficulty. Due to pt resistance during the procedure the lens broke through the capsule necessitating removal of the lens and a vitrectomy.